Manufacturer narrative:
E1: address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head video adapter exhibited blurry and distorted screen. The issue occurred, during preparation of a plasma electrotomy therapeutic procedure. The procedure was completed using a similar device. The device was inspected, prior to use. There was no report of patient harm.

Event description:
It was reported that the camera head video adapter exhibited blurry and distorted screen. The issue occurred during preparation of a therapeutic plasma electrotomy procedure. The procedure was completed using a similar device. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
The device history record review could not be conducted because the serial number information was not obtained. The device was not returned to olympus for the evaluation and reported problem was not confirmed. Based on the results of the investigation results, device problem could not be established. Olympus will continue to monitor field performance for this device.